Manufacturer narrative:
The insulin pump was unable to prime during prime test due to moisture damage force sensor. The insulin pump was unable to perform the excessive no delivery test and occlusion test due to prime fill anomaly. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was stuck in the fill tubing step of priming. Customer reported changing the reservoir, then not being able to advance to the next stage. The customer rewound each time, but kept being returned to the fill tubing procedure. Blood glucose level at the time of the incident was not provided. The insulin pump will not be replaced or returned for analysis.